Manufacturer narrative:
Visual analysis of the returned lead revealed the device was bent/kinked close to the retention sleeve and 11 centimeters from the proximal end. X-ray imaging found fractured cables in those locations. Therefore, engineers determined that the high impedances and subsequent loss of stimulation were the result of lead fractures.

Event description:
It was reported the patient experienced a loss of stimulation and a loss of therapeutic effect. The physician assessed the presence of high impedance readings on the lead. The patient underwent a revision procedure where the lead was replaced and did well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately one year after implant; however, the implant date could not be provided.

Event description:
It was reported the patient experienced a loss of stimulation and a loss of therapeutic effect. The physician assessed the presence of high impedance readings on the lead. The patient underwent a revision procedure where the lead was replaced and did well postoperatively.